Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump contained a damaged liquid crystal display on switchboard assembly. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged liquid crystal display on the switchboard assembly. To correct the condition, this component was replaced. If any additional information is received, a follow-up MDR will be sent.